Manufacturer narrative:
E1:initial reporter:first name is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a device used in a transpedicular lumbar instrumentation procedure (three levels implanted). It was observed on the back table that one tulip did not have internal threads, preventing the screwdriver from engaging or holding within the tulip. Importantly, there was no patient involvement or impact, and no further complications were reported. The screwdriver functioned properly with all other threaded screws, confirming that the issue was isolated to the tulip, which was found to lack internal threads and thus was not due to a device malfunction.